Manufacturer narrative:
(B)(4). Unable to provide the manufacturer, PMA/510k number, and/or the date of manufacture as no product was returned and part/lot number was provided. The investigation could not be completed. No conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number the device history records review could not be completed.

Event description:
A journal article "esophageal rupture in a child after vertical expandable prosthetic titanium rib expansion thoracoplasty: first report of a rare complication: ovidps 01 may 2011-volume 36-issue 10-pe669-e672" reported: an (B)(6) male who developed a progressive scoliosis caused by fused ribs after multiple operations for esophageal atresia was treated by an expansion thoracoplasty via an opening wedge thoracostomy with implementation of two vepter implants. After surgery pt developed a respiratory insufficiency because of rupture of the esophagus. Complication was treated conservatively. A second surgery was needed to remove an infected veptr. Pt fully recovered from the complication.